Manufacturer narrative:
(B)(4). Visual examination of the returned device has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band leak. The surgeon examined the patient and confirmed the event "a month ago" when the patient complained of hunger. No diagnostic test was performed. The port was removed and replaced.